Manufacturer narrative:
Pump passed displacement test, however failed high stop current due to corroded battery tube compartment noted.

Event description:
The customer reported via phone call that insulin pump had failed battery test. The customer's blood glucose value was 183 mg/dl. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.